Event description:
On (B)(6) 2012 at approx 0200, the rn was bathing the pt when she noted a wound extending from the lower back, buttock, and thighs. Skin discoloration and blisters were noted. Wound measurements: right buttocks 25 cm -l- x24 cm -w-, left buttocks 24 cm -l- x 26 cm -w-, and left thigh 10cm length. The md was notified. A plastics consult was initiated and recommendations were made for silvadene dressing changes, an anti-shear protocol, and a frequent turning schedule (every 2 hrs). The pt was moved from the hill-rom total care connect ICU bed/mattress and placed on a new hill-rom total care connect ICU bed/ mattress. The bed/mattress the pt was on was sequestered for further eval.